Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after completing a bolus, the pump screen became frozen on the bolus screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the frozen screen was able to be cleared. There was no impact to the customers blood glucose level.